Event description:
It was reported that the customer ran into a couch and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 255 mg/dl. Reportedly, customer will contact health care provider regarding back up insulin therapy.